Manufacturer narrative:
The device was returned for evaluation; however, the evaluation was not yet completed. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.

Event description:
The customer reported to inogen, that the device produced low oxygen and failed to alarm. In turn, the customer went to the hospital wherein the customer was hospitalized for shortness of breath. The customer was discharged until they received the replacement device. The customer stated that the issue was resolved.